Event description:
It was reported that a high drain 105 alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. There were no bypasses performed. The therapy was set to tidal, with a fill volume of 1500ml and tidal percent of 85%. The hp declined to return the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation.  A service history review was completed with no issues noted. A device history review will be completed. Should additional relevant information become available, a supplemental report will be submitted.